Event description:
Caller indicated she was just called regarding a patient with a fidelis lead and a st. Jude/ abbott device wherein find vf was described as being undersensed and the patient passed away as a result. Caller had no patient identifying information at the time of the call. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).